Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that during a patient's implant procedure, a white pus came out from the needle when the physician was trying to advance the lead. The procedure was aborted and the patient was sent to the hospital. The patient was stable and was placed on antibiotics. The lead that used during the procedure was discarded and will not be returned.